Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor underinfused. The expected infusion time was 72 hours; however, after 72 hours the infusion did not finish. It was reported the pump was extended for another 48 hours and after the 48 hours approximately 30ml of the drug remained. The device was filled with 5fu (fluorouracil). The pump was reportedly at room temperature. Flow was confirmed by observing two drops of fluid from the end of the device. The device was not in contact with a cooling device and there were no crystals/particulate observed inside the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing approximately 59ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.